Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during priming. The customer¿s blood glucose was unknown at time of the incident. The customer stated that insulin pump had a diminished battery life. The device will not be returned for analysis.